Event description:
During conversation at a neurology office the nurse mentioned while reading her clinic notes that the patient had a stroke. It was unknown when the stroke occurred or what the cause of the stroke was. The only information available was that a stroke occurred sometime in the patient's past. It is unknown if this was prior to their vns implant or after. No further information is available.